Event description:
The breakage of the ampoule was noticed before tka. It was stored in the operation room. The product was not fallen. Spare product was used instead of it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was confirmed. Method & results: -device evaluation and results: the tear marks and the discolouration marks throughout the unit cartons indicate contact with liquid monomer. The broken ampoule indicates that the source of the liquid monomer came from within one of the two unit cartons and leaked onto the other carton. The leaking liquid monomer would have deformed the liquid blister, discoloured the unit carton and caused it to stick to the other unit carton which resulted in the tear marks. The unit carton appears to have been subject to compression and excessive/incorrect handling which most likely resulted in the breakage of the liquid ampoule and subsequent damage noted. -device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. -complaint history review: review determined that there was one other similar reported event for the lot. Conclusions: based on the device evaluation, the unit carton appears to have been subject to compression and excessive handling which most likely resulted in the breakage of the liquid ampoules and the subsequent damage noted. It is not possible to determine when the monomer ampoule was fractured. Ncr was raised to address a trend noted for damage to simplex packaging. This trend was based on the volume of complaints received associated with packaging damage for simplex product. Upon application of adverse trend detection it was determined that the rate is within the risk acceptability criteria. Package design review was carried out as part of the ncr and it was determined that further design review will be completed under packaging innovation quality improvement projects.

Event description:
The breakage of the ampoule was noticed before tka. It was stored in the operation room. The product was not fallen. Spare product was used instead of it.